Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's pump and high blood glucose levels. The wife states the customer's levels have been rising from the 300mg/dl to the 500mg/dl. The wife states there was a bent cannula. The customer states they have a lot of scar tissues and may have inserted wrong. The customer treated the highs with manual injections. The wife had already conducted full set change, and did not have set to return. The customer was advised to monitor the device and call back if issues persist.